Event description:
There were 47 instances of syringe pumps alarming "motor rate error" or "motor not running error". Each pump had been sent back to the MFR as it failed, parts were replaced, and the pumps were returned to us. When we discovered the scope of the problem last week, we also learned that the MFR had become aware of a particular part that had been created at the high end of the spec re the thickness of the part. When the pump drive assemblies were put together with all of the parts that were manufactured at the high end of the thickness spec, the assembled drive, although meeting spec, put a lot of drag on the mechanism, causing the pump to alarm and shut down. The MFR had subsequently rectified the manufacturing problem, however, they did not recall the previously-manufactured pumps from our facility. Rather, they chose to repair the pumps as they failed without informing us that they were aware of a manufacturing problem in the pumps we had purchased in 2008. When we contacted them last week to request on-site inspection and parts replacement for the rest of our pumps, they stated that the pumps were "functioning correctly" and that we must be using the wrong size syringes and infusion rates. However, we have used the syringe sizes and infusion rates specified in their operations manual, and we have experienced these problems anyway. This, to us, does not constitute "functioning correctly." We questioned if they had reported these malfunctions to the FDA and why they didn't consider a recall, at least at our facility. They said that they had informed the FDA of the issues with the syringe pumps. At this time, they have sent several engineers to our facility to replace the parts of concern.